Event description:
It was reported that the unit will run, then changes to standby without pushing any commands.

Manufacturer narrative:
Additional info will be provided once investigation is completed.